Manufacturer narrative:
(B) (4).

Event description:
Impedance measurements on the pt's device measured <50 ohms on lead combinations 0 and 2. Reprogramming and re-insertion of the lead were performed. The device was reprogrammed around the 0 and 2 lead combination. It was reported that the device was working fine. Add'l info was requested.